Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch ((B)(4)) "as the nurse was changing the dressing to their patient's right ij triple lumen, they noted blood to be pouring from the line. As the nurse looked closer, they noted that the blood was coming from the proximal port line, and there happened to be a small "nick" on the tubing. The tubing was immediately clamped , and the line was removed and saved and the unit nurse manager was made aware of the event by the bedside nurse. The nurse manager and nurse looked at it and examined the line together. The nurse reported they did not use anything invasive that would cause damage to line (i.e. No scissors utilized). No change in practice or process necessary. The patient did not have any adverse effects because of this event".

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed. After failing functional testing, a small hole was discovered in the proximal extension line directly adjacent to the juncture hub. Microscopic examination revealed that the edges of the hole were smooth and uniform, which indicates that contact with sharps likely caused or contributed to this event. No other defects or anomalies were observed. The hole in the proximal extension line measured 7mm from the juncture hub. The proximal extension line length from the luer hub to the juncture hub measured 133mm, which equals the nominal value of 133mm per the catheter graphic. The proximal extension line outer diameter measured .0848", which is within the specification limits of .084"-.088" per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured .058", which is within the specification limits of .055"-.059" per the proximal extension line extrusion graphic. With the distal end of the catheter body occluded, a lab inventory ars syringe was used to pressurize the extension lines. Water was observed leaking out of a hole when the proximal line was pressurized. No leaks were observed when pressurizing the distal and medial lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit states "do not staple/suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report of a leaking extension line was confirmed through complaint investigation. After failing functional testing, visual analysis revealed a hole in the near the juncture hub of the proximal extension line. Microscopic examination revealed that the edges of the hole were smooth and uniform. The catheter met all dimensional requirements, and a device history record review was performed based on sales history and no relevant findings were identified. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (2400010000-2020-8005) "as the nurse was changing the dressing to their patient's right ij triple lumen, they noted blood to be pouring from the line. As the nurse looked closer, they noted that the blood was coming from the proximal port line, and there happened to be a small "nick" on the tubing. The tubing was immediately clamped , and the line was removed and saved and the unit nurse manager was made aware of the event by the bedside nurse. The nurse manager and nurse looked at it and examined the line together. The nurse reported they did not use anything invasive that would cause damage to line (i.e. No scissors utilized). No change in practice or process necessary. The patient did not have any adverse effects because of this event".